Event description:
The orbit coil stretched. This pt had a 22mm enterprise stent (vrd) placed 6 weeks ago. This pt was undergoing coil embolization within the a-1 aneurysm-measured 8mm. There was no calcification/tortuosity present within the vessel. No resistance felt inserting the coil through the lpes microcatheter (mc). This was the first coil and while he was withdrawing the coil for repositioning in the aneurysm, the coil stretched. The mc was not repositioned. The coil was fully deployed while he was trying to reposition when the coil stretched and detached and the physician tried to push it back into aneurysm, but was unsuccessful. The coil was fully deployed. The physician noticed the lead part of the coil (less than 2mm) protruding through the vrd. He tried to withdraw the coil, it then started to unravel. He then tried to push it back into the aneurysm, but it would not go. He decided to detach there and tried to push with a coil pusher, but this did not work. The cause was aborted and the mc was removed, the coil remains in the pt's aneurysm and partially in the vessel. There was no other adverse effect to this female pt.

Manufacturer narrative:
The product has been returned for eval and testing, however, the engineering eval is not yet complete. Add'l info will be submitted within 30 days upon receipt.